Manufacturer narrative:
Device evaluation completed on july 15, 2021: visual analysis of the returned sample revealed that no damage or anomalies were observed on the sm mpp gel 375cc breast implant. Leak testing was performed in accordance with mentor procedures, and an area of delamination was observed at the union between the patch and shell, causing gel leakage. Although potential causes of patch delamination are unknown, stresses and forces on the implant in-vivo or exposure to betadine at insertion could result in delamination and ruptures. Per the current product insert data sheet (pids), rupture is a known complication associated with these devices and can occur at any time during or after implantation. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsules, and effusion to pathology for examination. Most women undergoing augmentation or reconstruction with a mammary prosthesis will experience some pain postoperatively. While pain normally subsides in most women as they heal from surgery, it can become a chronic problem in other women. Chronic pain can be associated with a variety of factors. Surgeons should instruct their patients to inform them if there is significant pain or if pain persists. Pain is a known complication associated with these devices and is referenced in our current product insert data sheet. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information received on april 13, 2021 indicated that there was bilateral ptosis and capsular contracture unknown grade. As a result patient underwent bilateral removal and capsulectomy. This report relates to the right side. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Manufacturer¿s reference number: (B)(4).

Event description:
T was reported that a (B)(6) year-old caucasian female who underwent primary breast augmentation with a mentor memorygel 325cc silicone prosthesis experienced left sided cyst, bilateral pain, headache, back pain, and right-sided rupture post procedure. The patient stated that she had a lot of pain since she had the implants put in and now in the the last years the pain is elevating. The patient had mammogram examination which confirmed a cyst on the left side and right side was confirmed during surgery to be collapsed. As a result, patient underwent bilateral removal with no replacements on (B)(6) 2021. This report relates to the right side.